Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 1.2, reference: 2.4. Test results: inratio = 1.2; tested on doctor's poc = 2.4. Time between testing: side by side. Therapeutic range: 2.0-3.0. Patient self tester stated that when he originally received the meter and tested with the trainer his results were consistent with his therapeutic range. He states that he following the trainer's instructions perfectly and that absolutely nothing has changed since the original use of the meter. This week he tried a new lot which resulted again in lower inr results. Technical service rep discussed correlation and doing a lab comparison as opposed to comparing against another poc. Caller insists that the doctor's poc is consistent with the lab and does not feel a venipuncture is necessary.

Manufacturer narrative:
Investigation pending.